Event description:
A customer contacted baxter's technical service center reporting that the patient line was over filling during priming on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp) to make sure there was only the heater bag on the cradle at the time of prime and to make sure the top of the patient line in the organizer was equal to the top of the heater bag. The hp understood and would try again that night. No patient injury or medical intervention was indicated at the time of the initial report.

Event description:
On february 9, 2010, the facility's representative reported to baxter global technical services one colleague cxe volumetric infusion pump in which the pump shut down due to being unplugged while the patient was in the shower, then showed the "damaged battery" on the screen. The reported condition occurred during patient therapy. The reported condition occurred in the med surge department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4).

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).